Manufacturer narrative:
Additional concomitant products: 0.2 micron filter extension set, micoclave valve, manufacturer/ model unk; therapy date unk. No product will be returned per customer. The customer complaint of blood backing up during low rate epoprostenol infusion could not be confirmed due to the product not having been returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they have recently had an issue with a small volume infusion on a patient with epoprostenol. The drip was infusing at ~2-4 ml/hr, reportedly "through an 8 fr PICC line and then an 8 fr hickman" and there were several episodes of blood backing up into the line, with the patient becoming symptomatic (unspecified effect) from the lack of drug. The customer says that it is not possible to attach a flush bag, and the drip must be run at a low rate. There is no report of medical intervention.